Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. Our field service engineer investigated the ventilator on site. The expiratory channel printed circuit board (pcb) was replaced and returned for technical investigation. Simulated test use in a ventilator of the returned pcb did not reproduce the reported issue, five days ventilation on a test lung, and two pre-use check before and after ventilation successfully passed without any kind of deficiency or errors. The evaluation of the received device logs can confirm the reported failure, another alarms indicating high pressure could also be confirmed. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).